Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the left ventricular (lv) lead exhibited high thresholds in multiple locations and was fractured. A second lv lead was attempted that also exhibited high thresholds. The leads were not used and were replaced. No patient complications have been reported as a result of this event.